Event description:
According to the reporter, the three tracheostomy tube's inner cannula had cracks based on the photo provided. It was unknown if there was patient involvement at the time of the reported event.

Manufacturer narrative:
D10 concomitant products: 4un65a, 4un65a 6.5mm uncuff trach tube x1 (lot#unknown); 4un65a, 4un65a 6.5mm uncuff trach tube x1 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the three tracheostomy tube's inner cannula had cracks based on the photo provided. It was reported that the three tracheostomy tube's inner cannula had cracks. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the three tracheostomy tube's inner cannula had cracks based on the photo provided. There was no patient involvement.